Event description:
Edwards lifescience 4fr embolectomy catheter tip broke off over guide wire and was retained within the patient's pre-existing femoral artery graft. Catheter fragment was left in place due to the friable nature of the pre-existing graft and surgeon concerned for causing further damage during attempt at retrieval. Catalog # 12tlw804f, lot: 62685695, exp: 1/28/2022. FDA safety report ID# (B)(4).